Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) sensing decreased. Moreover, it was suspected that the rv lead had a possible micro dislodgement. The rv lead was monitored through remote monitoring. To date, this rv lead remains in service. No adverse patient effects were reported.